Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: all of the keypad buttons were normally responsive. The alleged issue could not be duplicated. There was no contamination on the button contacts.

Manufacturer narrative:
Follow-up #2 date of submission 12/12/2016 ¿ correction to serial #.